Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a rebel stented balloon catheter. The balloon was tightly folded with the stent crimped over the balloon tightly. Analysis of the stent, tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that stent damage occurred. A 28 x 4.00 rebel bms stent was selected for use. However, during preparation, it was noticed that the tip of the stent strut was kinked. The procedure was completed with another of same device.

Event description:
It was reported that stent damage occurred. A 28 x 4.00 rebel bms stent was selected for use. However, during preparation, it was noticed that the tip of the stent strut was kinked. The procedure was completed with another of same device.